Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 400s mg/dl, diabetic ketoacidosis, and "was in and out of consciousness"; cause was not known. Customer administered a bolus via the pump and performed a supply change to address the issue. Customer was admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged with the issue resolved; date of discharge was not provided. The customer reverted to an alternate method of insulin therapy.